Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the cardioplegia set leaked. The product was not changed out, there was less than 5ml of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device, and upon eval, the complaint was confirmed. Visual inspection noted damage on the bottom of the housing. Note: this issue was originally filed under MDR 9681834-2010-00009, however, further info was received on 11/24/2010 and it was determined that this issue is an (B)(6) issue. A review of the complaint files did not confirm that there have been previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u. (B)(4).